Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the patient's pacemaker was unable to be interrogated by multiple programmers using both radiofrequency and inductive telemetry. Therefore, the physician elected to explant and replace the device. There were no patient consequences from the procedure.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device telemetry communication was not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.